Manufacturer narrative:
###A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. The reported high power event could not be confirmed via review of the controller log files since log files were not available for analysis. Information provided by the site indicated that in addition to the high power event, the patient experienced hemoglobinuria and a decrease in international normalized ratio (inr) over a period of three days. The patient was treated with medication and the vad was exchanged. The patient then suffered an acute renal injury which required dialysis. Dialysis was eventually discontinued due to partial renal recovery. Heparin was completed prior to discharge and the patient was downgraded for heart transplant at this time. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use, renal dysfunction is a known potential complication associated with the im plantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This initial report is based solely on the receipt of a maude report, it has been updated to reflect that report. Maude database report number: (B)(4). User facility: unknown, uf/importer report number: user facility name/address: unknown contact person: unknown, phone number: date user facility became aware of the event: (B)(6) 2021. Type of report: date of this report: approximate age of device: event problem codes: location where event occurred: USA. Report sent to manufacturer: unknown, manufacturer name and address: MFR. Name: medtronic, plc addl: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to the vad exhibiting high watt alarms and the patient experiencing hemoglobinuria. The patient's international normalized ratio (inr) three days prior to the event was 2.1 and on the day of the event the patient's inr was 1.9. The patient was treated with medication and a vad exchange to competitor's device was performed on the second day of hospitalization. The patent then suffered an acute renal injury which required dialysis during hospitalization. Dialysis was eventually discontinued due to partial renal recovery and the patient's creatinine levels at the end of the three week hospitalization remained at 3.0. Heparin was completed prior to discharge and the patient was downgraded for heart transplant at this time. No further patient complications have been reported as a result of this event.